Manufacturer narrative:
The customer reported that multiple central nurse's station's (cns) experienced communication loss. The customer also reported that when they restarted the cns's, they only worked for about a minute or two before they went back into communication loss. The cns's were monitoring a variety of transmitters and bedside monitors (bsm) at the time. The only way the customer could get the cns's to work again was to restart the netkonnect or the ECG server. Nk ts is suspecting that their media converter has failed and will be sending a replacement unit to the customer in an attempt to mitigate this issue. There was no harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the following concomitant medical products were used in conjunction with the cns. Attempts to obtain the following information were made, but not provided: multiple cns's: model: ni, s/n: ni, approximate age of the device: ni. (No serial number was provided, so the age of the device is unknown.), device manufacturer date: ni, unique identifier (UDI) #: ni. Variety of transmitters: model: ni, s/n: ni, approximate age of the device: ni. (No serial number was provided, so the age of the device is unknown.), device manufacturer date: ni, unique identifier (UDI) #: ni. Variety of bedside monitors: model: ni, s/n: ni, approximate age of the device: ni. (No serial number was provided, so the age of the device is unknown.), device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that multiple central nurse's station's (cns) were experiencing communication loss.

Manufacturer narrative:
Details of complaint: the customer reported that multiple central nurse's station's (cns) experienced communication loss. The customer also reported that when they restarted the units, they only worked for about a minute or two before they went back into communication loss. The units were monitoring a variety of transmitters and bedside monitors (bsm) at the time. The only way the customer could get the units to work again was to restart the netkonnect or the ECG server. Nk ts is suspecting that their media converter had failed and provided the part number for a replacement, but it is unclear whether they purchased it. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk of this event is determined to be medium. The device was not returned for physical evaluation and functional analysis. The customer reported that rebooting the server would temporarily resolve the issue. With this information, the cause of the comm loss is most likely linked to the server. Server information was not provided by the customer. The customer had stated that the servers were old. As such, the most likely root cause of this issue is server malfunction due to wear and tear. However, as further analysis could not be performed on the system, root cause cannot be determined. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. Since the root cause was unable to be determined, no CAPA is initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed. The following fields are not applicable (na) to the MDR report: d4 lot # & expiration date. D6a & d6b. D7b. F1 - f14. G4 device bla number. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: multiple cns's: model #: ni. S/n: ni. Approximate age of the device: ni. (No serial number was provided, so the age of the device is unknown.). Device manufacturer date: ni. Unique identifier (UDI) #: ni.. Variety of transmitters: model #: ni. S/n: ni. Approximate age of the device: ni. (No serial number was provided, so the age of the device is unknown.). Device manufacturer date: ni. Unique identifier (UDI) #: ni. Variety of bedside monitors: model #: ni. S/n: ni. Approximate age of the device: ni. (No serial number was provided, so the age of the device is unknown.) Device manufacturer date: ni. Unique identifier (UDI) #: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that multiple central nurse's station's (cns) were experiencing communication loss.